Event description:
Tech found that the chair was moving when uncommanded. Found the handset was the cause of the problem. Replaced handset, and waterproofed all electrics. Tested multiple times - ok.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc., on behalf of the MFR arjo hospital equipment (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.